Event description:
It was reported that the programmer experienced a "serious problem," and the screen "jumped and hanged" while interrogating a device. The service disk was to be run. No patient complications were reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Asku.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found an error in the error log. It was also noted that the electrocardiogram (ECG) connector was broken loose from the link electronic module (lem) board. Analysis was unable to confirm the initial report regarding not being able to interrogate a device.